Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06993. It was reported that when a patient presented in clinic for follow-up, auto mode switch episodes were noted. Review of the episodes showed variable p-wave amplitudes and ventricular lead noise that was not sensed. The leads were capped on (B)(6) 2021. The system was replaced with a leadless pacemaker system.